Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: customer zip code exceeded maximum allowable digits. Customer's zip code is as follows: pr7 1pp.

Event description:
The customer reported that the device does not pick up spo2. When it does pick up a reading, the levels are low. No consequences or impact to patient was reported.

Event description:
The customer reported that the device does not pick up spo2. When it does pick up a reading, the levels are low. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be fully functional. Customer zip code exceeded maximum allowable digits. Customer's zip code is as follows: (B)(6).

Event description:
The customer reported that the device does not pick up spo2. When it does pick up a reading, the levels are low. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be fully functional. Customer zip code exceeded maximum allowable digits. Customer's zip code is as follows: (B)(6). Concomitant medical products: updated from a blank field to "red lnc-10 patient cable" updated from "health professional" to "lay user/patient" updated from "foreign; health professional; user facility" to "foreign; consumer; distributor."